Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. During the index procedure, the patient underwent a percutaneous coronary transluminal angioplasty (ptca) with the placement of a 3.5x16mm taxus element stent to the left anterior descending (lad). The procedure was successfully completed without complications and the patient was discharged 2 days later in a stable condition. In (B)(6) 2011, the patient experienced chest pain and was hospitalized. On evaluation, the electrocardiogram (ECG) revealed anteroseptal st elevation. The patient was then thrombolysed with streptokinase. The ECG showed resolutions of st segments. A groin hematoma was noted. Pressure was applied and the following day the patient was transferred. The physician noted significant groin hematoma which required manual compression. This event improved and the patient was started on maintenance dose of 1-10mg prasugrel . Coronary angiogram revealed a patent stent in the lad which was well developed. No evidence thrombus was noted. Four days later the patient experienced chest pain. ECG showed st elevation in the anterolateral leads. The patient underwent an emergency angiogram which revealed thrombosis and total occlusion of the lad. A ptca was performed to the lad with the placement of a 3.5x22mm non-bsc bare metal stent. The stent was placed in the previously placed stent located in the proximal lad. Post dilation was performed with a 3.5mm nc balloon at 20 atms. No further patient complications were reported and the patient's status is stable.